Manufacturer narrative:
On 5/11/2016: additional information was received that this lead had low inconsistent r-waves and was not capturing in bipolar. Upon receipt, the lead under complaint was found cut approx. 58.5 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular between 32 cm and 31 cm proximal to the lead tip the insulation was found rubbed through. Furthermore between 28.5 cm and 27 cm proximal to the lead tip calcified appearing tissue residuals were found around the lead body. These findings can be considered as the root cause for the clinical observations. Based on the characteristics as well as the location of the insulation damage, it is reasonable to assume that the lead had been stiffened by the surrounded tissue which led to severe mechanical stress. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this rv lead was explanted due to noise and oversensing. There were no adverse patient events reported.